Event description:
It was reported that when using the bd pyxis medstation system, the drawer 7 had failed and not detected as closed. The customer reported that this malfunction prevented the user from accessing medications and there was no delay to patient care since medications were moved to another drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected as closed due to a bad sensor. A field service engineer replaced with new sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.